Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation farawave catheter was selected for use. It has been mentioned that the farawave catheter was prepared on the back table with no issues observed and inserted through the faradrive sheath without difficulty. Optiwave workflow was performed in the left superior pulmonary vein (lspv) without issue. While maneuvering to the left inferior pulmonary vein (lipv), the physician encountered difficulty retracting the guidewire through the catheter. The device was removed and inspected, and the guidewire was noted to be difficult and rough during insertion and removal through the catheter lumen. The guidewire was not fractured or visibly damaged. The procedure was completed using different farawave catheter. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during the atrial fibrillation ablation farawave catheter was selected for use. It has been mentioned that the farawave catheter was prepared on the back table with no issues observed and inserted through the faradrive sheath without difficulty. Optiwave workflow was performed in the left superior pulmonary vein (lspv) without issue. While maneuvering to the left inferior pulmonary vein (lipv), the physician encountered difficulty retracting the guidewire through the catheter. The device was removed and inspected, and the guidewire was noted to be difficult and rough during insertion and removal through the catheter lumen. The guidewire was not fractured or visibly damaged. The procedure was completed using different farawave catheter. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire and difficult to advance guidewire. Visual inspection found no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. During product analysis, the device passed all test performed, showing no evidence of the reported allegation. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of difficult to advance guidewire and guidewire stuck are a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device problem excluded. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.